Manufacturer narrative:
The pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump had scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer states their level was 423mg/dl. The customer had not treated for the high yet. The customer states they have ran out of infusion sets. The customer declined to troubleshoot and request the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.